Manufacturer narrative:
Information was received that the device issue occurred while the device was in clinical use. The device continued to deliver ventilation. The doctor successfully swapped the v60 ventilator experiencing the display issue with another working ventilator.

Manufacturer narrative:
The field service engineer returned to the customer site on 01jul2024 and replaced the user interface assembly with navigation ring. After the repair, the fse found that the device now met the manufacturers specifications. The device was returned to use.

Manufacturer narrative:
H10 e1 reporter phone number - (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the display was not working, not displaying anything. It is unknown if the device was in use at the time of the reported problem. There was no patient or user harm reported. A field service engineer (fse) went to the customer site and evaluated the device. The fse determined that the liquid crystal display (lcd) needed to be replaced. Due to a lack of replacement 1st generation lcds, it will be required to upgrade to the 2nd generation lcd and replace several internal components so that they are compatible with the 2nd generation lcd. The customer was advised to authorize onsite service and replacement of the user interface (ui) assembly. The investigation is ongoing.